Event description:
The account alleged the brakes were not locking. No patient impact.

Manufacturer narrative:
The technician found that the head brake plastic brake pads had worn down. The technician replaced the head brake casters to resolve the issue.